Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level 406 mg/dl. The customer reported having issues with sensor or transmitter and issues have been occurring for about three days. The customer had no symptoms. The customer treated for the high blood glucose level with the insulin pump. The current blood glucose level was 111 mg/dl. During troubleshooting the technician found the insulin pump failed to detect the transmitter and is unable to receive sensor signal. The insulin pump will not be returned for analysis.